Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
This follow-up report is being filed to relay correct hospital and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on an unknown date due to a fractured femoral stem. The femoral stem was removed and replaced.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, review of radiographs revealed a femoral fracture. There has been no reported revision procedure to date.